Manufacturer narrative:
H10, h6: the reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with unknown handpiece error. Cause of overheating and errors is a defective electronic component. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the dyonics was not working. It is unknown if there was a delay. It is unknown whether the event happened during surgery and if there was patient involvement. No further information. Preliminary results of investigation have concluded that the mdu was not recognized by the control unit when plugged in which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.